Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer stated that the bed in 7l02 did not generate red abp alarms on sunday, (B)(6) 2015 between 10:00am and 7:00pm. The customer was unsure of time frame when the device actually started working again, but while he was working sunday, no red alarms were visible or sounded. The impact on the patient is unknown as the patient was transferred to another hospital.